Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported in a post market clinical study that approximately two months after the completion of brachytherapy treatment, a pt presented with a symptomatic (pain and swelling) seroma in the breast. The pt had a surgical consult and the event resolved.